Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the haptic tore. The lens remains implanted in the patient's eye. The tear is out of the visual axis and the lens is stable in the patient's eye. The physician is requesting an inspection of the cartridge.

Manufacturer narrative:
Product evaluation: the product was not returned. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. A short video was provided. The provided video was reviewed. The cartridge, lens preparation and initial advancement are not shown. After the lens is advanced into the eye a crack is visible at the leading haptic-gusset area. A plunger override is observed, which leaves a pressure mark on the optic. Fold lines are also observed. The provided photo was a still from the video. Based on evaluation of the provided video the leading haptic was cracked at the gusset area. A root cause for the leading haptic damage could not be determined. The cartridge, lens preparation and initial advancement are not shown. The placement and folding of the haptics controlled by the end user. A plunger override and fold lines were also observed. The type of fold lines/marks observed may occur when the lens is advanced too rapidly, when the or/room temperature is too cold, or if inadequate viscoelastic is placed in the device. It is unclear if this may have contributed to damage to the leading haptic. Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).